Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device passed displacement test and self test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump passed displacement test and self test.

Event description:
Customer's mom reported via phone call that customer experienced a low blood glucose level of 53 mg/dl. The customer experienced no symptoms at the time of the event. The customer did not state how they treated the low blood glucose. The customer also reported having a button error alarm. Troubleshooting was not provided. The insulin pump will return for analysis.